Manufacturer narrative:
(B)(4). Date sent: 11/18/2020. Photographic evaluation per ethicon medical safety officer: I reviewed a spot xray of a barium study reported to have been obtained on (B)(6) 2019. This showed and intact linx device in the epigastric area. The mechanism of failure cannot be determined from the x-ray images. Additional information received: the explant procedure has not been scheduled.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. Additional information: the surgeon reported that he is removing the broken linx from the patient today. The device will be retained once removed.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2023.

Manufacturer narrative:
(B)(4). The reported lot number is outside of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. Investigation summary: a linx device with 1 wire showing 2 weld balls fully disconnected form both the male bead case and washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, except the wire with 2 weld balls fully disconnected, show no anomalies for a device that has been explanted. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy.  Both through-holes (washer and male bead case) at the separation were measured and was greater than the specification. The through-holes were concentric with a small amount of material displacement at the outer edge of the through-holes. The overall appearance of the surface of the through-holes didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld balls was measured. This diameter is within the specification. The weld balls were concentric with respect to the wire.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2022.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2021. Medical records received. The DHR for lot 19342 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
Pc (B)(4), date sent: (B)(6) 2020. The DHR for lot 19343 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information: patient has a broken linx. Patient was implanted on (B)(6) 2018 with a size lxmc14 linx device (lot 19343) and subsequently required a dilation under fluoroscopy on 12/2018 without issue and then required a secondary dilation after a modified barium swallow (marshmallow/bagel protocol) using esoflip on 12/2019. What was the reason for removal of the linx device? Has not been removed yet does the patient have any of the allergies to metals? Unknown is the patient currently taking currently taking steroids / immunization drugs? Unknown did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown was there any hiatal or crural repair done at the same time as the implant? Unknown was mesh used at time of implant? Unknown at the time of removal, was the device found in the correct position/geometry at the time of removal? Has not been removed yet have the symptoms resolved since the device was explanted? Has not been removed yet what is the product code? Lxmc14 what is the lot number? 19343 is the device available for return? Has not been removed yet. Will plan to obtain and return when it is removed. When did the recurrent reflux begin? Followed up with surgeon and learned that the patient did not have recurrent reflux but simply came in for annual post-op visit which included a barium esophagram and that¿s how they identified the faulty linx ¿ patient was and still is asymptomatic. Was the device initially effective in controlling reflux? Yes were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? None did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? None did the patient have any other surgeries in the area? None what is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Tbd ¿ patient has not decided how to move forward did the patient suffer from difficult swallowing? No if yes, may we please have the time line of when the dysphagia started after the implant? May we please have and x-ray of the device in vivo (before and after suspected discontinuity) ? I can ask photographic evaluation per ethicon medical safety officer: I reviewed an upright plain chest xray associated with this compliant. The xray image showed an obvious discontinuous linx device in the epigastric area. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a linx implant, the patient is experiencing recurrent gerd. Upon x-ray, confirmed linx appears to be broken.